Event description:
Device #1 malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, strong resistance was felt during device removal. The level was moved several times to close the foot. The device was withdrawn until the guide wire port exits the skin line, and a guide wire was reinserted to maintain vessel access. Closure with a second perclose a-t was attempted, but after deploying the suture, resistance was felt during removal. The device was removed with the foot deployed. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #2 perclose a-t, lot 69032-6h, is being filed under a separate manufacturer report number.